Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir kept falling out of the insulin pump. The patient's blood glucose at the time of incident is unknown. During troubleshooting, the customer could not identify how the damage occurred. The insulin pump will be returned for analysis.